Event description:
The hospital reported that during a coronary artery bypass procedure, while squeezing the green buttons on the loader of the heartstring iii the seal did not set properly. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The blue slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).